Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined that the observed noise was consistent with a fractured lead, however this was not confirmed. Data review also determined low amplitudes were also observed prior to the delivered inappropriate shock. This system was checked in clinic with noise unable to be reproduced. Per the physician decision, therapy was programmed off and a transvenous system is expected to be implanted at a future date. No adverse patient effects were reported.